Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 16 atms on the second inflation. (The number of atms reached on the first inflation are unk). The lesion being treated was a calcified and 95% stenotic lesion in the lad. No pt injuries or complications were reported.